Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted, 5076-52 crdm non-defib lead implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that during the implant procedure, after attaching the right atrial (ra) and right ventricular (rv) leads to the device, the physician wanted to tighten the ra lead some more. He was unable to tighten the screw or loosen the set screw and he could not remove the ra lead from the device. The physician removed the grommet to get a closer look at the set screw and determined that the set screw was stripped. He said it just keeps turning without turning the screw. The device was interrogated and ra lead measurements were within normal limits. The physician covered the set screw with adhesive. The device and leads remain in use. No patient complications have been reported as a result of this event.